Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date involving a microclave® clear connector which was reported to have leaked 5-fluorouracil during disconnection of a suerfuser elastomeic from the patient. The customer reported that both needleless connectors were secured when checked by nursing staff and were not overtightened; there were no obvious cracks or deformities noted with the bungs. The patient went home with elastomeric. The leaking drug was reported to have come in contact with the patient's skin; there was crystallization of chemo at site of connection and some on patient¿s skin. And the patient was reported to have had slight skin irritation and was treated with moisturizer until irritation had settled for a couple of days as confirmed by the nurse.

Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing a 011-mc100 microclave attached to an unidentified female luer. There was some visual evidence of white residual at the connection between the 011-mc100 microclave and the unidentified female luer confirming prior leakage. No visual damage or anomalies were observed other than the fluid residuals. The device history review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint. Without the return of the affected samples a probable cause cannot be determined.